Event description:
It was reported that pump housing and usb port were damaged, causing charging pins to be affected and preventing pump from being charged. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.